Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was starting today the pt started having problems recharging their ins for it would not recharge, they kept getting no device found. Ptnoted that they had to reset the controller since the controller would not shut off; the pt could not remember what screen it got stuck on requiring a reset. During call pt verified no damage to the recharger or to the controller charging port. Pt reset the controller and when they attempted to recharge the ins they got recharging excellent. The ins and controller were both at 100%. Pt thought when they recharge the controller that was the issue they had. On the call pt plugged the controller into the ac power supply and the controller was recharging. The troubleshooting steps that were taken on the call resolved the issue. Patient called back in and stated that the controller screen showed no device found. Patient stated that the controller was working after they contacted us, but suddenly the connection was lost. Agent had the patient plug in the recharger into the controller and attempt a recharging session. Patient confirmed the battery levels, controller at 100% and ins at 100% recharging in excellent. Patient stated the controller was working fine after they unplugged the recharger, but after a few minutes, the controller screen showed no device found. Patient was redirected to hcp to further address the issue. Patient's representative called in reported events that has already been reported. Caller mentioned they are still having the same problem. Caller stated that they met with their medtronic representative(rep) and the rep mentioned that the paddle is the one that is having a problem. Caller also reported that the recharger got really-really hot when they tried it with the rep. The issue was not resolved. A request was sent to repair for recharger replacement.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed no device found and worn donut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep called today after speaking with patient that they are still having issues connecting to ins with controller. They have to connect the rtm first before they are able to connect to the ins to make therapy changes. Caller reported that she met with pt last week and she was able to connect to the ins but seems pt has issues at home and replacement rtm didn't help. Ts decided to replace the controller since there have been multiple calls for this issue in the last month. Ts sent request for controller replacement today. Left message for pt to call back to provide controller sn as ts has seen different model and sn. Closed case. Patient's representative called back and repeated previously documented information. Due to the nature of issues patient has been experiencing, a request was sent to the repair department to replace the controller.